Event description:
Additional information received indicated the right atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During an in clinic follow-up, an increase in capture threshold, undersensing and phrenic nerve stimulation was observed on the right ventricular (rv) lead. An x-ray was performed and rv lead dislodgement was observed. A lead revision procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture and under-sensing were not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed the helix to be partially extended and clogged with blood and tissue. An x-ray inspection was performed and no anomalies were observed. After cleaning, helix was able to be retracted and extended successfully when torque applied directly to the connector pin. The measured full helix extension length was within required product specification.